Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had an infection. It was reported that the rep believed the infection was due to a multitude of other health issues that the patient had. The infection was associated with the implant procedure. The pump was explanted three weeks after the implant in (B)(6) of 2017. It was reported that the issue was resolved. No further complications were anticipated/reported.